Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently, customer had difficulty pressing the wake button. After pressing button with more force, pump turned on. Customer's blood glucose was 347 mg/dl. Reportedly, tandem clinical diabetes specialist informed the customer's clinical diabetes educator of the customer's reported issue and that the customer had "other factors" (not pump related) that were affecting the use of the pump.